Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 512x trocar was broken in different pieces, without putting any traction. Another instrument was used to complete the case. There was no consequence to the pt.